Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw fractured. No injury to patient reported. Tooth location # 3. Clinician reported that they did not note an implant collar fracture- but stated that general dentist tried to remove a fractured abutment screw. I had to use a trephine to remove- would not surprise me that the fracture occurred at removal of screw or fixture. No other symptoms were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,4.7,8,mtx,mg (tsvtwb8) and an unknown abutment screw were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside. No pre-existing conditions noted on the per. The reported device was located on tooth #3 and was used for approximately 4 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63675749). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported unk screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (63675749) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information unknown abutment screw. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.